Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient experienced a blood glucose of 511 mg/dl associated with an inaccurate delivery issue. Reportedly, the patient discontinued the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the basal delivery totals in the total daily dose did not match the active basal program. It was reported that the basal was 3.11 and should have been 3.60. This complaint is being reported because the patient allegedly experienced hyperglycemia because of an inaccurate delivery issue.

Manufacturer narrative:
Follow-up #1: date of submission 11/19/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the black box showed an unexplained loss of prime on (B)(6) 2015 at 16:31; deliveries resumed at 18:34. On (B)(6) 2015 at 09:19 an auto off timeout pump suspended alarm; deliveries resumed at 10:10. The pump was manually suspend on (B)(6) 2015 at 11:10 and manually resumed at 12:16. The pump was exercised for 24hrs with a 2.0u/hr basal rate and at the end of testing, the basal history correctly showed 2.0u and total daily dose showed 48.0u. The total daily doses correctly reflected the users programmed basal and bolus deliveries. The pump passed a delivery accuracy test and was found to be delivering accurately and within range. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.